Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead were capped. Reportedly, the lead tips were retained in the heart following the procedure. The physician fractured the leads in an attempt to extract them. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on b5, h6 patient codes, and device codes.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Reportedly, the lead tips were retained in the heart following the procedure. The physician fractured the leads in an attempt to extract them. Multiple attempts were made to get all parts of the lead, but were unsuccessful. A revision was performed and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead were capped. No additional adverse patient effects were reported.